Event description:
It was reported that the patient experienced a loss of therapeutic effect. The healthcare professional was performing the first programming since the neurostimulator had been replaced. The device also had high impedances. Many pairs were >20, 000 ohms. Open circuits were suspected. It was suggested that programming be done on pairs in a normal impedance range. Additional information was requested. If additional information is provided, a follow up report will be sent.

Event description:
Follow up information received reported that the patient had exploratory surgery on (B)(6) 2012 at which time the physician identified a loose connection between the extension and the ins battery. The connection was tightened and problem was reported as corrected. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3887-40, lot: l72261, implanted: (B)(6) 2000, explanted: na. Extension model 7495-51, serial: (B)(4), implanted: (B)(6) 2000. Programmer model 37642, serial: (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).